Event description:
It was reported that the patient presented in-clinic for follow up. The right ventricular (rv) lead exhibited oversensing and loss of capture (loc). The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.